Event description:
The lithotripsy machine was checked by the technician before the patient entered. Patient was put under general anesthesia. The equipment failed at the start of the procedure. Patient awakened and transferred to post-anesthesia care unit (pacu). No extracorporeal shock wave lithotripsy (eswl) performed.======================manufacturer response for lithotripsy machine - lithotron gold, (brand not provided) (per site reporter).======================company tech present.